Manufacturer narrative:
(B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, and past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device was related to the patients' complications?

Event description:
It was reported in a journal article that the patient underwent a recurrent subcostal incisional sublay hernioplasty in (B)(6) 2011 and the mesh was implanted. Five months after the procedure, the mesh bulging along whole right subcostal incision occurred. Seven months after the procedure, a small recurrent incisional hernia was found in the central part of the mesh. The abdominal ultrasonography and abdominal wall CT demonstrated a very thinned and bulged abdominal wall, pseudohernia, in the right subcoastal incision area, and a small-sized incisional hernia in the central part of the mesh. The small recurrent incisional hernia was managed by the open preperitoneal flat mesh technique under local anesthesia as a day case procedure. The separated parts of the mesh were found along the edges of the hernia defect. Additionally, a gap in direction of the blue fibbers was found in the remaining parts of the mesh suggesting the possible mechanism of the mesh rupture. The re-operation was performed on (B)(6) 2012 and the patient was discharged after two hours following an uneventful postoperative course. During the 13-month follow-up period, the patient had no complaints and presented no signs of recurrence. Additional information has been requested.